Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device upgrade from a single chamber to a dual chamber implantable cardioverter defibrillator (ICD) system, there was no access for a right atrial (ra) lead implant due to a subclavian occlusion. It was not possible to change to a right sided implant as the patient had an av fistula on the right, so the system remained a single chamber. The right ventricular (rv) lead remains in use. It was further reported that the new ICD showed a gray bar for the device longevity. The ICD was not implanted, and another ICD was used. No further patient complications have been reported as a result of this event.